Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported rupture diagnosed by MRI. The device status is unknown. This record relates to the right side.

Event description:
Patient reported, right side rupture. Device status is unknown.